Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: reporter states patient¿s blood glucose (bg) levels have been elevated for the past 6 months, and specifically notes that they have been high for the past 2-3 weeks, since receiving a replacement pump. Bgs have been frequently running 200-300mg/dl. Tonight bg is 467mg/dl, with abdominal pain and a headache. No ketones reported. Reporter has been in close contact with health care provider (hcp) this evening. Patient has had a viral infection over the past week but reporter is uncertain if this would be contributing to symptoms at this time. Reporter notes that insulin was changed from novolog to apidra approximately 6 months ago. Last adjustments to pump settings were also made approximately 6 months ago. Customer support (cs) review found all settings are as desired including 3 different I:c ratios and 1 isf and bg target iob is turned on, reporter is uncertain if 4 hour duration is correct but will discuss with hcp. Basal settings are as desired. Reporter is downloading the pump this evening to discuss possible adjustments with hcp. No associated alarms in history of current pump. Reporter declines need to review additional history stating she has already done this and there are no issues found. Reporter is downloading the pump this evening and working closely with hcp for possible adjustments to pump settings. Cs found no indication of inaccurate delivery from the pump. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.